Event description:
Complainant alleged that during a routine shift check by a clinician, the device made a clicking noise and inappropriately powered off. The complainant indicated that there was no patient involvement in the reported failure.